Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned.

Event description:
A 3.5mm lcp reconstruction plate broke post operative. Pt experienced a mid-shaft fracture of the radius and ulna when she was hit by car. Subject plate was implnated on the ulna. Plate was noted as broken on a follow-up x-ray. Broken plate was removed during revision surgery. The plate broke when the pt lifted her 20lb baby and was not wearing the cast that had been made for her. Surgeon indicated pt was non-compliant.